Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted: (B)(6) 2013; etlw1616c93e stent graft, implanted: (B)(6) 2020; etlw1610c93e stent graft. Implanted: (B)(6) 2020; esbf2514c103e stent graft. Implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an excessive charge time and a charge circuit timeout on a device that had reached end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.